Event description:
The pt had CABG surgery on 7/10/96. Her condidtion deterorated with low blood pressure and respiratory distress. A iab was inserted at the pt's bedside on 7/12/96 around 3:00 am. A leak was noted in the balloon around 10:30 to 11:00 am and the iab was reoved. A second iab was inserted around 6:00 pm on 7/12/96. Event complications: unknown-reported 9/23/96. Pt's status-unknown-rpt'd 9/23/96.

Manufacturer narrative:
Device label code for f10. Position 1: 1738 and position 2: 1738. Evaluation: the product was not returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product.